Event description:
It was reported that during implant attempt of the atrial lead, the lead could not be securely attached to the right atrium and continued to fall into the lower atrium after a brief period of attachment. The lead was not used and was replaced. It was also reported that during implant attempt of the left ventricular lead, the guidewire became stuck in the lead while inside the patient. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): all conductors blood/fluid obstruction, and there was blood/body fluid on all conductors (not obstructed); the analyst noted that by design, left heart leads are manufactured with a septum in the tips that will sometimes allow blood ingress; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.